Event description:
It was stated that the customer was hospitalized for low blood glucose levels, with a reading of 58 mg/dl. The customer had changed the infusion set at 8 am, and by 12 pm, the reservoir was empty. The customer's husband gave her glucose tablets, but her blood glucose levels kept dropping. Troubleshooting was performed, and the insulin pump was programmed correctly. Reviewed the prime history, and found no manual primes in the history. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. No history anomaly was noted. The insulin pump had a cracked reservoir tube.